Manufacturer narrative:
Terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
It was reported by the user facility to terumo cardiovascular that during cardiopulmonary bypass procedure, the outlet tubing on the venous bag collapsed on itself causing a decrease in flow. They were able to resume flow by pinching the tubing open. The product was not changed out and the surgery was completed successfully.